Event description:
It was reported that no disposable alarm on legacy pump while using 100 ml cassette with flow stop. Despite troubleshooting, alarm persists. Cassette changed to back up pump and it started to alarm as well. Patient will mix another cassette and agrees to save packaging from cassettes to report defective product. No injury reported. No further details provided.

Manufacturer narrative:
H4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed